Manufacturer narrative:
H3, h6: on the literature article named "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", it was reported that, from the bc group, 1 patient underwent revision surgery due to an unspecified fracture. The femoral head and the cup were explanted. The outcome of the patients is unknown. The implanted devices, were used in treatment. Additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Although it was reported the femoral head and cup were removed, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "conversion of hip resurfacing with retention of monoblock acetabular shell using dual-mobility components", it was reported that, from the bc group, 1 patient underwent revision surgery due to an unspecified fracture. The femoral head and the cup were explanted. The outcome of the patients is unknown.